Event description:
It was reported that prior to use with bd intima-ii intravascular catheter foreign matter was discovered on head of catheter. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the department of orthopedics reported that the hose was found to be bent during the pre-puncture inspection of the product. Per the investigation - possible cause: the barb at the head of the catheter shown in the photo may be a movable foreign matter, which fell off due to vibration and other factors during transportation.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2172296. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample and photograph were returned to our facility. Our engineers noted that photograph did not display a bent needle but a burred catheter. Additionally, visual observation of the returned device was unable to identify either the initial report of a bent needle, or the catheter burr observed in the provided image. Unfortunately without the ability to evaluate the reported nonconformance, our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Possible cause: the barb at the head of the catheter shown in the photo may be a movable foreign matter, which fell off due to vibration and other factors during transportation.